Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 codes: health effect - clinical code problem code: e0724 hyperventilation/ code not available h6 codes: health effect - clinical code problem code : correction to disregard 4581 appropriate term/code not available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. Date of event is an approximation. The patient reported 3 sensors that had the same issue of inaccurate reading. The patient was hospitalized due to inaccurate readings (documented in this cmpl). On 03/19/2025, the patient was at home with her husband. During that time the patient was sitting and checking her blood glucose as the cgm reading was low, the patient drank orange juice, but the cgm stayed the same. The patient started shaking and beating faster, so her husband called an ambulance. The paramedics treated the patient with IV fluids and fast actin insulin by a primary care physician. They took a bg reading which was over 400 mg/dl. At an unspecified time of the event the cgm reading was low, and the bg reading was 420 mg/dl. The patient was hospitalized for 9 days. At the time of the report the patient was fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient experienced symptoms. The reported glucose values fall within the d zone of the parkes error grid at unspecified time of the event. The data investigation found a difference in values that falls within the c zone of the parkes error grid on (B)(6) 2025. No additional patient or event information is available.